Manufacturer narrative:
The actual device was discarded by the involved facility, however, the packaging of the actual sample was returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information, the returned packaging of the actual device and the evaluation of three recently manufactured lots due to the reported lot has been expired. Evaluation of the returned package and three recently manufactured lots confirmed the presence of legible expiration dates accurately identified meeting manufacturer specification. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. Based on the information provided, the customer indicated no issues with the product. The root cause of failure was due to customer reading the expiration date incorrectly. Additionally, no issues were identified with product or manufacturing process. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device discarded.

Event description:
This is a management decision to report this MDR in response to medwatch report # (B)(4) which was received from the FDA on 3/11/2016. The event description states the following: "8fr sheath opened on field, expiration date noted as 12/2015. Procedure halted. Expiration date discussed. Surgeon stated he wanted to use it. Only sheath of that size available." Additional information was reported by the risk analyst on 3/14/2016: she confirmed there was no product malfunction. The staff was reading incorrect expiration dates due to date format on surgical equipment being different than us or UK date format. The procedure was successful and patient condition was good.

Manufacturer narrative:
(B)(4).

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-000145 to attach medwatch report # (B)(4) that was inadvertently not attached in the initial report.